Manufacturer narrative:
Continuation of medical devices: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 23-dec-2018, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 19-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for herniated disc and spinal pain. It was reported the rep was at a revision case, on the day prior to the report, for an ins and lead replacement. The rep stated that the ins was in overdischarge and it couldn't be recovered. The rep also reported that another rep was called to a trial about a month prior to the report because one the patient's leads was not in the right location. The rep said that the healthcare professional replaced the ins and placed a 3rd lead at the revision. The rep noted that the therapy was working fine now. No symptoms were reported. Additional information was received from the rep. It was reported that the lead was not in the wrong location but in a place that wouldn't give the patient the best coverage and it was a therapy issue. The rep said the cause of the overdischarge was that the patient was sick in a rehab facility and couldn¿t recharge the device for 6 months. The rep did not know what actions were taken to resolve the overdischarge as another rep covered the patient at that time. No further complications were reported/anticipated.